Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
User received discrepant patient results for multiple assays. The patient samples were repeated on another modular analyzer at customer site for confirmation of results. A total of four patient samples were affected. Only the following 3 patient examples were provided which were discrepant. Sample type is serum. Patient 1, initial total protein gave 0.7; repeat gave 4.0 g/dl. Patient 2, initial total protein gave 0.8; repeat gave 7.0 g/dl. Initial albumin gave 8.6 repeat gave 4.7 g/dl. Initial ast gave 59 u/l and was reported. Sample was repeated giving 22 u/l. Patient 3, initial total protein gave 0.9; repeat gave 7.3 g/dl. Patient 2 was not treated based on the reported ast result. All other incorrect results were confirmed prior to reporting. Reagent lot numbers: total protein r1-1929925, r2-1929933. Albumin r1-1970925, r2-1929640. Ast r1-1928597, r2 1929640. No patients were adversely affected. The field service representative was unable to determine a cause. To verify analyzer performance he ran controls and a precision study with acceptable results.